Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo representative became aware of an event involving maxislide flite. Sliding sheet. It was reported that 3 caregivers attempted to transfer a patient to the bed (2 on one side of the bed and 1 on the other side) when all loops used to repositioning the patient broke. The event occurred during the initial phase of transfer when caregivers started to lift the patient. The patient was still situated on the stretcher . No injury occurred. The sliding sheet was thrown away by the customer. It was impossible to inspect the defective sliding sheet. The maxislide flites sliding sheets are to be used as an assisting device for lateral transfer of patients in a recumbent position from one horizontal support surface to another. They can also be used to reposition a patient. Please note that the instructions for use (IFU) for maxislide flites describes correct procedures for sliding sheet usage and warnings, which should be followed by each user. According to information provided in the IFU: ¿maxislide flites has not been designed for lifting and must not be used as a lifting aid.¿ based on all information gathered the caregivers tried to lift the patient using sliding sheet flite, which is not intended to be used for. The resident or user is not in any immediate danger and is not exposed to a risk to health, as long as the sliding sheet is used according to labelling and is not used for patient lifting. To sum up, arjo maxislide flite has been used for the patient¿s transfer when loops broke and in that way played a role in the reported event. The patient did not sustain any injury, review of previous complaints revealed that there was no serious injury in the past. The complaint was decided to be reportable to the competent authorities in an abundance of caution.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that when the caregivers started to moved the patient all loops which were used broke. The patient was still on the stretcher when the staff attempted to move him. When caregivers tried to lift the patient, the loops broke off ¿ the patient remain on the stretcher.